Manufacturer narrative:
The customer reported that their central nurse's station (cns) unexpectedly discharged two patients on its own. Both patients were being monitored locally on transmitters. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) unexpectedly discharged two patients on its own.